Event description:
It was reported the customer went to the emergency room (ER) due to a low blood glucose (bg) level of 29 mg/dl; due to needing settings adjustment. Reportedly, customer attempted to self-treat by drinking juice and eating a cookie, however; was treated with juice in the ER and a computed tomography scan (cat scan) was performed. Reportedly, customer fell and broke some of their teeth. During troubleshooting the customer reported using fiasp insulin, which is off label insulin use and was educated on proper insulin usage. Customer was released with issue resolved and no permanent damage. Systems check with tandem technical support confirmed the pump is functioning as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: use only humalog® or novolog® u-100 insulin. Failure to do so may result in serious health consequences.